Manufacturer narrative:
Upon disassembly, the eccentric ball bearing on the driver was found to be broken.

Event description:
It was reported that the micro sagittal saw heated up. Attempts were made to obtain additional info, but they were not successful.